Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under MFR number 0001825034-2021-00534.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under MFR number 0001825034-2021-00534.

Manufacturer narrative:
(B)(4). Year of birth: (B)(6). Concomitant products: unknown cup unknown liner unknown head foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent primary total hip arthroplasty. Subsequently, the patient is experiencing left thigh pain at night, with suspicion of trochanter bursitis. The patient received 2 blocks one month apart, approximately five years post implantation with only short term relief. Ultrasound taken revealed irritation of gluteus medius tendon. It is suspected the patients pain is being caused by the tendinitis. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.